Event description:
It was reported that a user experienced a low blood glucose of 65 mg/dl that was self-treated with a glucose tablet and chocolate, followed by a subsequent elevated blood glucose of 253 mg/dl while using the ilet with a recently changed cd infusion set and no observed leaks, kinks, or bends; correction doses were being delivered and the user was advised that regulation could take 1 to 2 hours. Symptoms included hypoglycemia. Outcomes included transient hypoglycemia with subsequent hyperglycemia without hospitalization. Investigation included user interview and device use review. Investigation of this case revealed no device malfunction detected and proper correction dosing recorded, with the event consistent with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.